Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to an unexplained pump malfunction where insulin was not delivered for 10 to 12 hours. The transmitter charge was not lasting the full 7 days. The customer's blood glucose level was unknown at the time of the incident. The reporting party did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The customer's parent stated the customer has not had any recent pump malfunctions and that the incident was a misunderstanding. The insulin pump will not be returned for analysis.